Event description:
During a total proctecomy with j-pouch procedure, the device stapled on one side but not the other. Staples did not hold. Had to finish anastomosis by suturing. Added two hours to the case. Case completed with another device of the same product code.